Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Transmitter voltage was performed and passed. Pairing test was performed and passed. A review of share log was performed and could not confirmed the allegation. The probable cause could not be determined

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. Data was received for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.